Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's basal rate was mistakenly entered as 8.25 instead of 0.825. Customer's blood glucose (bg) level was 40 mg/dl. The customer drank juice and ate sugar to treat low bg. Reportedly, customer corrected setting to address the issue.